Event description:
Summary: (B)(6) hospital (B)(6) (B)(6) reported a potential false positive result on the biofire joint infection panel (ji) panel after testing a patient's synovial fluid (sf). The customer reported that due to the biofire result the patient was treated with anti-staphylococcal antibiotics. The patient¿s condition was most likely attributable to a postoperative hematoma. The antibiotic treatment was maintained empirically due to the tka-related complication. No patient harm was reported. A potential product malfunction was identified. Biofire has requested further information from the customer and is currently investigating this event. Similar events were recently observed in the field, with ji panel kit lots 0878825 and 0883425 having an elevated risk for false positive staphylococcus aureus. A field safety corrective action (fsca) was issued on (B)(6) 2026, via (B)(4).